Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly, motor error alarm, battery out limit alarm due to blank display. No audio beep anomaly noted. Motor passed motor test. The following physical damage was noted: minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture; the device began beeping and had unresponsive buttons. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 131mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to fluid/moisture when they went swimming. The customer stated that the insulin pump did not stop working until they went back to their room, tried suspending the insulin pump and received a motor error alarm. The customer removed the battery cap, dried it out, replaced the battery and received a battery out limit. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for motor error and battery out limit was not performed. The insulin pump was returned for analysis.